Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was determined that no anomalies were found that could have caused or contributed to the reported problem. The legal manufacturer performed an investigation, a conclusive root cause was not identified. Since the evaluation was unable to reproduce the reported issue, the investigation determined that the user might not have connected the power cord properly or pressed the power button firmly. In addition, it was concluded that the facility power might not be working properly.

Manufacturer narrative:
The device was returned to olympus for evaluation. The reported event of the device ¿not turning on¿ could not be duplicated. Additionally, the device requires a software upgrade to the latest version of 4.10. The device was inspected and passed all olympus functional tests. The customer was advised to check their power source and monitor. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported that the evis exera iii video system center power did not turn on. There was no patient involvement nor harm or user injury reported due to the event.